Event description:
It was reported that the clinic staff received a question regarding a pt not yet hospitalized; she had a prior procedure where a neuragen product was implanted and had an allergy. The clinic initiated the complaint due to these circumstances. On (B)(6) 2015, it was learned by hosp staff there was only an allergy to plastics, no other material. The clinic staff reported "we can exclude a reaction to neuragen." Additional info was received on 9 january 2015: the complainant is unable to obtain the lot number of the product. The surgery was in a different hosp than the hosp which contacted us. This was several weeks ago. The reaction started after the surgery and is described as a swelling in the hand. The actual hosp can't say what the other hosp did initially. The neuragen was not removed. The hosp tested her to allergies and she was only allergic to plastics and not to bovine or anything else. So we (the clinical staff) are sure that she is not allergic to neuragen.

Manufacturer narrative:
The device will not be returned since it remains implanted. Based on reported info, integra has initiated an investigation.